Event description:
The dentist reported that 8 months after the dental implant was installed in intraoral region around #7 & #8, it was verified its non osseointegration. 30 ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality (bone type iii) and bone graft was executed.